Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode. The stored electrograms (egms) show rapidly conducted atrial arrhythmia with atrial undersensing resulting in incorrect detection of vt. Review of atrial sensitivity programming was recommended to ensure appropriate rhythm detection. Atrial sensitivity currently fixed at 0.75mv (millivolts). The device remains in service. No adverse patient effects were reported.